Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/16/2022, it was reported by an arthrex employee via email that an ar-6065-90 rotation lasso wire tip broke. A new product was used to complete the case. This was discovered during a procedure on (B)(6) 2022.